Manufacturer narrative:
Per the clinic, it was reported that the surgeon accidentally pulled out the electrode array resulting in electrode extrusion (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to electrode migration/incorrect placement and loss of electrode function. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.